Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high¿; although specific value was not provided with high ketones. The cause of elevated bg was unknown. Customer addressed the elevated bg by manual insulin injection. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended. Multiple attempts were made to follow up with the customer to obtain release date, but no response was received.